Manufacturer narrative:
An investigation was performed on the reagent kit lot and no product problem was identified. Based on the information and data provided and the investigation performed there is no indication the product is not functioning as intended. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. The customer alleged discrepant results generated for the cobas® sars-cov-2 & influenza a/b (scfa) assay. A customer from (B)(6) alleged that they received a potential false positive result for a patient¿s sample tested using the cobas® sars-cov-2 & influenza a/b (scfa) assay analyzed on the cobas liat system (s/n 18463). The customer reported that they observed a sars-cov-2 positive result for a patient¿s sample. The patient¿s same sample and a recollected sample was tested on the genexpert that generated a sars-cov-2 negative result for both samples. No patient details were made available, and no harm or injury was indicated. All results were reported out to the patient and/or personnel treating the patient.